Manufacturer narrative:
A3a: updated d3, d4: updated d9 - date returned to MFR: 8-may-2026 g1: updated h3 and h6 codes: updated one (1) used sample and three (3) unused samples were returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device identified no physical damage or other abnormalities. Functional testing was conducted, and free flow was observed through the tubing set. The reported issue could not be confirmed during evaluation; therefore, the root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient with diabetes (pwd) reported recurring ¿line blocked¿ alarms, which they stated were causing fluctuations in glucose levels. The issue had been occurring for approximately one week. Pwd completed four full supply changes due to this issue. Pwd reported that each time they attempted to clear a line blocked alarm, the app screen turned grey and then blank for several minutes. After a few minutes, the screen would return to normal without user intervention. No patient harm was reported.